Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2014 device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: keypad cover is intact, all keypad buttons respond normally, unable to duplicate the complaint the display is dim/fading/reddish. The keypad cover was removed and no contamination was found under contacts.